Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Olympus received the actual item that had been used, but the distal end knife head was missing. The residual root of the knife wire was found in the sheath, and after disassembling the sheath, it was found that the knife wire was melted and the cutting knife was scorched. The product was non-conforming. The device history record with the lot number of the subject device was reviewed and it was confirmed that the device met all manufacturing specifications and final product release criteria. The instruction manual contains the following description related to this reported phenomenon: do not use this instrument and a cord with an output higher than the rated high-frequency voltage given in the tables in section 8.2, ¿specifications¿. This could cause patient, operator, or assistant injury, such as thermal injury. It could also damage the endoscope, instrument, and/or a cord. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should deformation or break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the coated outer tube. Do not continue using an abnormal electrosurgical knife to prevent perforation or bleeding. If the cutting knife is detached, be sure to collect it using a grasping forceps. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. An excessive output level and time may result in patient injury, such as perforation, bleeding, or mucous membrane damage. Application of high-voltage waveforms for extended periods increases the likelihood that the cutting knife may break. When a high-voltage waveform has to be used, minimize the duration of current application. Electrosurgical unit: voltage intensities of various waveforms soft coagulation < cut / pulse cut < forced coagulation. Be careful not to use excessive force when removing tissue attached to the cutting knife. When the distal end is subjected to excessive force, for example, when forcibly scraping the cutting knife with tweezers, etc. Or when extending and retracting the cutting knife abruptly and continuously, it may break the cutting knife. The root cause could not be identified, but the following likely causes were noted: 1)due to the factor described below, spark discharge between the tissue and the cutting knife occurred during output activation. The output setting for activation was too high. The electrosurgical unit was used in the coagulation mode. The output activation time to was too long. Contact length between the tissue and the cutting knife was short. 2)high heat caused by spark discharge was locally applied to the cutting knife. Therefore, the strength of the cutting knife decreased. The cutting wire was also scorched. 3)a force to perform tissue incision was applied to the cutting wire which has the reduced strength. This caused the cutting knife to break and fall off.

Event description:
A customer reported to olympus that while using the single use electrosurgical knife kd-655 during an endoscopic mucosal dissection, the cutter head broke off and fell outside of the patient's body. This created a 15 minute delay. The patient's cavity was carefully examined and it was determined there were no injuries, and the physician finished the case with another device.